Event description:
It was reported that during an attempted implant, the patient coded and was stabilized. The lead had perforated the right ventricle and caused pericardial effusion and resulted in cardiac tamponade. The lead was pulled back and the perforation closed on its own. The lead was removed and a pericardiocentesis was performed. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification.